Event description:
The following information was reported: during pull back to achieve temporary hemostasis, the balloon ruptured resulting in an unsuccessful deployment. Manual compression was held for 12 minutes to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/procedure. Additional information: the balloon ruptured during pull back. At prep, the black marker on the inflation indicator was fully exposed. Procedure type: diagnostic stick location: right femoral artery sheath size: 6f/7f vessel size: 8 mm vessel type: arterial.

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 1.5 mm longitudinal tear in balloon, approximately 6 mm from the balloon proximal tip. The balloon appears to be intact with both ends of the balloon still attached to the device there were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that the patient had a history of heavily calcified, diabetes and previous open heart. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site and/or in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. In addition, it was also reported that, in the doctor's opinion, the event was not caused by the mynx device. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).